Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets cannula crimped events on (B)(6) 2024. The insertion site was at abdomen. No further information was available.